Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and the customer was advised to delete the mobile device pairing from the pump and delete the pump pairing from the mobile device's bluetooth settings and follow the pairing process to pair the pump and mobile device but the pairing failed and hence the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Multiple attempts were made to reproduce the reported event using different setups with cross device services enabled. One of the attempts utilized the minimed mobile app (software version 2.8.0) installed on samsung galaxy s22 (android 14) with a 780g mmt1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event. Another attempt involved the use of the minimed mobile app (software version 2.8.0) installed on a google pixel 7 (android 14) with the same 780g mmt1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100 reproducibility rate. This issue is confirmed: app performed as expected per specification (ble connect mobile application and pump spid, (B)(4). App behaves as expected: supervisor timeout cases were considered as connections to be lost, after disconnection app performed auto reconnect attempts, all lost bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur). The esf number that corresponds to the reported issue is (B)(4). The root cause of the issue is related to pump behavior which is recorded under this esf. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: disable crossdevice service in the phone: 1. On your android device, open settings. 2. Tap google, devices sharing, crossdevice services. 2.1. Or search crossdevice' from settings. 3. Make sure use crossdevice services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, ensure crossdevice services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Make sure users remove paired devices from phone and pump. 2. Also ensure that there are no other paired pump devices on the phone. 3. Delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps, storage and cache, clear cache and data. 4. Delete the app. 5. Reset networks (reset network settings: settings connection sharing reset wifi, mobile networks, and bluetooth reset settings). 6. Restart the phone. 7. Reinstall mmm app. 8. Check for all the usual connectivity (internet, bluetooth on, etc.). 9. Start the pairing process from scratch. The helpline has not confirmed whether the recommended steps provided resolved the issue, however, carelink shows successful uploads after the issue date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.